Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported for stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that during the unspecified procedure, one of the struts was observed to be broken on the 3.5 x 38mm xience skypoint stent. The stent was not implanted. A new stent was implanted to successfully treat the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.